Event description:
Pt reaction with first use, preprocessed dialyzer. The pt had been on this type of dialyzer previously without any problem. The treatment was stopped, and the blood was recirculated (no blood loss). The treatment was reinitiated, with the same dialyzer, without further difficulty.